Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, insulation on the device was damaged and a 3mm piece detached from the device. The piece fell within the patient cavity and could not be found. The device had been difficult to use through the port in use. A new device was used to continue the procedure, and the patient condition is being monitored.